Manufacturer narrative:
Hemagglutination tube testing was performed with returned and retention anti-fyb, lot fyb67h-3 using retention panoscreen I and ii, lot 06773. Both returned and retention anti-fyb exhibited positive reactivity (2 + to 2+s) with cell ii [fy (a+b+)] and cell ii [fy (a+b+)]. Products performed as expected. Hemagglutination tube testing performed with returned and retention anti-fyb, lot fyb67h-3 using fy(a+b+), fy (a+b+w), and fy(b-) cells from retention panocell-20, lot 09826. Products performed as expected. Fy (a+b+w) cell exhibited +w reactivity, fy (a+b+) cells exhibited 2+ to 2+s reactivity, and fy(b-) cells were negative with returned and retention anti-fyb reagents.

Event description:
Customer reported unexpected negative reactions with anti-fyb when testing heterozygous fyb cells, cell #I and cell #ii of panoscreen ii, lot 06773. Repeat testing peformed with homozygous fyb cells resulted in positive reactions (3+).